Manufacturer narrative:
The investigation determined that lower than expected vitros tsh results were obtained from multiple samples collected from a single patient obtained using vitros tsh reagent lot 5530 tested on a vitros 5600 integrated system. The investigation could not determine a definitive assignable cause, however, the most likely assignable cause for the lower than expected vitros tsh results is an unknown sample specific interferent present in the patient sample itself. No vitros tsh reagent performance issues are indicated based on the historical tsh quality control data. There is also no indication of an instrument malfunction and unexpected instrument performance is not a likely contributor to the events. There was no evidence that the vitros 5600 system or vitros tsh reagent had malfunctioned. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was established, the customer was not following the sample collection device manufacture¿s recommendation for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
The customer obtained lower than expected vitros tsh results from multiple samples collected from the same patient obtained using vitros tsh reagent lot 5530 tested on a vitros 5600 integrated system, compared to tsh results obtained from the same samples tested using a non-vitros abbott system. Patient sample results of 0.050, 0.102, 0.149, 0.062 and 0.070 miu/l (hyperthyroid) vs. The expected results of 2.06 and 2.19 miu/l (euthyroid). Biased results of the direction and magnitude observed could lead to inappropriate physician action. The lower than expected vitros tsh result of 0.050 miu/l was reported from the laboratory; however, the physician questioned the result. No treatment was altered, initiated or stopped based on the reported result. The other results were generated as part of the investigation and were not reported from the laboratory and there was no allegation of patient harm as a result of this event. (B)(4).